Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of high blood glucose readings and an auto shut off from the insulin pump. The mother stated that her son woke up with ketones and a blood glucose reading of 571 mg/dl. The mother stated that she is at work and does not have access to the pump. The customer was advised to call back to troubleshoot and remove the auto off settings.